Event description:
It was reported that the patient experienced the following medical condition, a mass. The patient reportedly had many mris. An MRI from 2013 (B)(6) stated ¿conclusion ¿ similar findings as previous MRI from 10-2 small intradural extramurally lesion is seeing posterior lower teratic cord t10-11 level¿. It was reported slight cord ¿myelomalacia¿ was again demonstrated after ¿they put in ¿gadaliumin contras ¿ was administrated ¿ could be scarring from previous interventions¿. It was reported the patient had an ¿ependymal or mecca estadic lesion¿, possible cancer. Mid disc protrusion ¿9 and 10¿ stenosis was also throughout the patient¿s back. The patient wanted feedback and wanted to know what the mass was. The patient saw their health care provider (hcp) the week prior to the report date and the hcp reportedly told the patient the mass needed to come out or it could keep growing and cause paralysis. The hcp thought it was related to the catheter and that the catheter may have gotten ¿old and stuff¿ and could have ¿come off of it because of how old it is¿. The patient reportedly had several mris and CT scans trying to see the catheter better. The dates of the mris were 2013 (B)(6), 2013 (B)(6) and 2013 (B)(6) and a CT was done on 2013 (B)(6). The mass was found along the spine between t10 and 11 and the patient was told it could be one mass or possibly two lesions 5 millimeters and 9 millimeters. The patient was also told it could be a mass or it could be cancer, the hcp was not sure and no biopsy was done. The patient was afraid to have someone cut along his spine. It was then reported, the patient started losing sensation in his legs ¿about 6-8 months ago¿. It had been gradual and spotty. About three months prior to the report date, the patient was in a store and his legs went ¿totally numb¿ which scared him. The patient had felt like he was going to fall over. The patient was upset that during his last normal pump replacement that the catheter was not replaced as well. The device system was used to deliver clonidine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient did have concerns with their device or therapy. It was reported ¿after six different specialist the problem is where catheter entrys my spinal cord. Thinks is a 5 x 9 mm mass collected around tip of entry point. It¿s a deposit of build-up from possibly catheter being 10 years old. Doc thinks by turning pump almost off spinal fluid will break it up. Have you ever heard of this before I just want to know if you ever heard of buildup. Point of entry or catheter and medicine cause this. Note: I don¿t believe shutting the pump as low as then can to, mass will dissolve¿. No further clarifying information was provided.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported that the patient had a pump refill on 2014-(B)(6) at which time the dose was decreased due3 to the granuloma. The patient stated that the healthcare provider (hcp) felt by turning off the medication it would help to break up the granuloma. The patient stated that the granuloma was 7x9mm. The hcp was planning to decrease the dose to 0 to see if the granuloma would shrink or break up on its own. The patient was having increased pain due to the decrease in medication.

Manufacturer narrative:
(B)(4).